Event description:
It was reported a 6f sts plus was pulled from a pyxis unit in ep suite to deploy on a pt having a left heart catheterization (lhc). The angio-seal sheath was inserted without incident after fluoroscopic visualization of the femoral arterial region. When the device was inserted into the sheath hub, the hub broke away. The physician attempted to remove the remaining sheath and it proceeded to crumble into small pieces. One centimeter of the sheath broke off in the vasculature and migrated down the pt's leg. A decision was made to surgically remove the piece the same day or the following day. The pt recovered and went home without any add'l complications. The lab was instructed that angio-seal should not be stored in a pyxis unit and all remaining product was thrown away. A new policy of storage and rotation of product has been put in place at the hosp.

Manufacturer narrative:
It was confirmed the angio-seal device was stored in a pyxis system. This system has a uv light source on the inner side wall. It has been determined materials degradation can occur if the angio-seal devices are exposed to uv or fluorescent lighting. No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the storage condition of the angio-seal devices may have contributed to the product degradation. The storage of angio-seal sts plus devices as stated in the instructions for use (IFU) reads, "keep away from sunlight including uv light."